Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 06/21/2023, it was reported by a sales representative via sems that an ar-9236-02pp glenoid trial central peg broke off. This was discovered during a case, device broke during use.

Manufacturer narrative:
The complaint was confirmed. One unpackaged ar-9236-02pp serial/batch number (B)(6) was received for evaluation. No functional test was performed because of the damage to the device. Visual evaluation noted that the central peg was broken off. Cuts were observed on the material of the device. A user error is the most likely cause(s) for the reported and observed failure: excessive use of force in placing or fastening the device.